Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: discoloration of the catheter, deposits on the progav 2.0 and pediatric prechamber, particles in the outlet of the catheter, and bloody deposits under the kink protection. Permeability test: the test showed that the progav 2.0 shunt system with the peritoneal catheter is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed an initial occlusion of the progav 2.0 shunt system. After dismantling, each component for itself was permeable. The cause of the aforementioned initial occlusion is not known to us at the time of the examination. There may have been deposits in the shunt system, as can be seen in picture 9, that were flushed out during the permeability test. Internal inspection of product: after dismantling of the valves, no visible deposits were found in progav 2.0 and shuntassistant®. Deposits looking like a kind of film, were detected in the spout. For more detailed visibility, possible proteins/deposits in progav 2.0 shunt system were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. After colouring, visible deposits were found in the shuntassistant. Results: we would like to note in advance that due to the condition of the product, our investigation results cannot be sufficiently conclusive. The product performance can be affected by improper storage during the transportation of the product. Additionally, we do not know how preoperative testing was done in the hospital. Despite this, we have tested the device to the best of our abilities. Based on our investigation results, we have determined an initial occlusion in the shunt system at the time of our investigation. After dismantling, each component for itself was permeable. It is to assume, that the improper storage and transportation might have caused an occlusion. The cause of the aforementioned initial occlusion is not known to us at the time of the investigation. However, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. We want to let you know that a smooth method of pre-operative testing is described in the IFU by aspiration the device with sterile liquid to check the permeability.

Event description:
It was reported that a progav 2.0 shunt system (part # fx440-t) was found to be occluded during the surgery. A replacement product was implanted. The complainant device was returned to the manufacturer for evaluation. No patient impairment was reported.